Event description:
It was reported that the probe was reading 0ml due to an internal disconnect. No pt injury was reported.

Manufacturer narrative:
The service rep confirmed the reported issue and replaced the probe's internal connector since the connector had internally disconnected. He resealed and refilled oil and replaced the battery. It was determined that the cracks on the console top cover and hide were cosmetic at this time. The device was cleaned and he tested the scan cable on cable eye fixture. The scan cable functioned as intended. All scans are within published range.